Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that device was double counting r waves on the ventricular lead. The pt also has a 5826 device implanted; the 5826 paces the pt 100 percent in the ventricle. The ventricular intrinsic event was the paced event from the 5826. Pt received inappropriate hv therapy. Adjust ventricular sense refractory was recommended.